Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a recurrence of the issue was observed. As shock impedance measurements had once again increased to greater than 200 ohms, ts advised bringing the patient in to perform synchronous commanded shocks to better assess system integrity. The subsequent commanded shocks revealed shock impedance measurements between 50 to 102 ohms. At this point the physician concluded the integrity of the system was intact. A device download was sent to ts for additional analysis which revealed the device to be the common electrode involved in vectors exhibiting out of range measurements. Ts suggested possible causes for this issue including a dry device pocket, fibrotic tissue, and others. No additional adverse patient effects were reported. This system remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited high out of range shock impedances greater than 200 ohms. It was noted that outside of the several occurrences of the high measurements, the shock impedance was very stable around 60 ohms. No episodes were stored to the device though device counters showed some non-sustained ventricular tachycardia (nsvt) events. No other issues were observed. Boston scientific technical services (ts) suggested potential causes of the high measurements and advised steps for assessing integrity of the ICD system. Information was later received indicating that shock impedances were within normal limits in all shock vectors except rv distal coil to device. An x-ray was performed and revealed no abnormalities. The patient will be monitored remotely for the time being as the physician currently has no plans to revise their system. No adverse patient effects were reported. This system remains in service.